Event description:
Patient reported right side rupture detected during mammography. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture detected during regular mammography." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g2, h6.

Event description:
Patient reported right side rupture detected during mammography. The device has been explanted.